Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door latch double clicking. A field service engineer was performed preventive maintenance to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation system had a tower door latch double clicking. Customer confirmed that the malfunction occurred while trying to pull patient meds and no delay in patient care. There were no adverse events or injuries reported based on this event.